Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer cleared the alarm to address the issue. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.